Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was high blood glucose and diabetic ketoacidosis. The caller stated that the customer had stage 3 kidney disease that may have led to the customer's passing. The customers blood glucose was 520 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The caller stated the customer had been suffering from high blood glucose for the past month. The customer was found already deceased in bed, and paramedics tried to revive them for 20 minutes but failed. The customer had been using continuous glucose management from an unknown manufacturer but had stopped 2 months leading up to their passing, due to insurance not covering sensors. The caller felt this was part of the reason the customer was going high. The customer never checked their blood glucose like they were supposed to with finger sticks. The caller had been with the customer the weekend prior to their passing, and witnessed the customer attempting to correct high blood glucose with manual injections, and being unable to lower their blood glucose. The caller was unsure if the customer's insulin was "good" any longer even though it was within the expiration date. The caller mentioned that the pharmacy had given the customer the wrong insulin prior to his passing, and they are unsure if that may have contributed to the recurring highs. The caller declined to return the insulin pump for analysis.